Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain and discomfort. General litigation notes metal on metal implications. Update 9/2/2016- disc 350 pfs and medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Litigation alleges the patient suffers from pain and discomfort. General litigation notes metal on metal implications. Update rec'd 9/2/16- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation the complaint was updated on:09/21/2016. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (2/16/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, numbness, anxiety and fear of her leg giving out while walking or moving, metal flaking because of bad plating on metal implant, femoral nerve dysfunction, small fracture, multiple dislocations post-hip revision surgery. Right hip revised for pain, markedly elevated metal ions, and pseudotumor. Revising surgeon noted finding a moderate amount of black metal stained tissue throughout hip joint. No visible wear noted on the bearing components though, disputing alleged metal flaking. Orientation of the acetabular cup and femoral components was normal. Heterotopic bone noted about the trochanter, with some metal-stained osteolysis of trochanter as well. Pseudotumor identified extending to level of the calcar. No fracture identified during operative procedure. No metal ion lab results available to corroborate stated ion elevations. Pseudotumor, osteolysis, elevated ions, heterotopic ossification added to complaint. Stem added to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleged metal wear and metallosis. Updated patient's initials.